Manufacturer narrative:
The history record for the lot number provided will be reviewed. If the sample is returned, a failure investigation will be performed. If significant information is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The patient had the tracheostomy tube inserted and the anesthetist could not ventilate the patient adequately. It was noted by surgeon that oxygen was leaking from around joint where the inner cannula attaches to outer cannula and this was causing loss of ventilation pressure. The 15mm connector on inner cannula could be moved freely from side to side and this appeared to have prevented a gas tight fit. It was noted within minutes of attaching a circuit to the 15mm connection to ventilate patient. The tracheostomy tube was removed and the patient was intubated with a lgt endotracheal tube.